Manufacturer narrative:
A partial lead with the distal segment measuring 50.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's transmissions revealed that the right ventricular lead exhibited oversensing of noise which was interpreted as a ventricular fibrillation. The lead was explanted on (B)(6) 2019. The lead was not replaced due to unrelated reasons. The patient's condition was stable throughout the procedure.